Event description:
The customer reported that there was an etco2 problem. The etco2 cannot be measured. There was no pt involvement reported.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.